Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our german affiliate, during a transfemoral tavr procedure, the delivery system balloon leakage was noted. As reported, the balloon of the delivery system did not inflate. The crimped valve was aligned on the balloon but pushing the atrion syringe showed no response/movement of the balloon. It appears that there must have been a ¿heavy¿ leak in the balloon causing loss of all contrast. The patient became unstable and a decision was made to open the chest and to connect the patient to the heart lung machine (hlm).

Manufacturer narrative:
The delivery system was returned to edward for evaluation. Visual inspection of the returned device after the decontamination process found a complete separation of the inflation balloon from the crimp balloon proximal to the bond, crimp to inflation balloon bond remained intact, and the guidewire shaft cut proximal to the distal triple marker band. Due to the separation of the inflation and crimp balloons, no functional testing could be performed on the returned device. Attempts to recreate the issue were conducted. One study demonstrated that residual fluid left in the inflation balloon during delivery system preparation can lead to the crimp balloon material failure proximal to the inflation balloon to crimp balloon bond during the fine adjustment process as seen in the complaint device. Dimensional inspection revealed that the tear was a material failure on the crimp balloon rather than a bond failure. Measurements relating to the crimp balloon could not be taken because only the inflation balloon was returned for evaluation. No damages or stretching were observed on the inflation balloon distal to the laser bond inspection. During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. In addition, during manufacturing, the balloon are visually inspected and dimensionally for defects. Also, the balloon wall thickness is 100% inspected. The complaint was confirmed for torn balloon; however, no manufacturing non-conformities were observed. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the august 2015 control limits for this trend category. Therefore, no corrective or preventative action is required. Visual inspection shows that the bond in this location remained intact. Attempts to recreate the issue were successful only when a sufficient amount of residual fluid was left in the balloon prior to gross alignment/fine adjustment. In this case, procedural factors may have contributed to the event. System updates pending: method: actual device evaluated; process evaluation; conclusion: operational context caused or contributed to event.